Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the sutures of two proglide devices were successfully placed in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the preclose technique. The arteriotomy was 8f in both access sites. The sheaths were upsized to 24f for the evar procedure. When the evar procedure was completed, and while the knot was being advanced with the knot pusher in the rcfa access site, the suture broke. The knot of the second preplaced suture was successfully advanced. A third proglide device was successfully used to achieve complete hemostasis. There were no issues with the closing procedure in the lcfa access site. There were no adverse patient sequelae and no reported significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was reported.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - for catheterization procedures using 5f to 21f sheaths. The device was returned for analysis. The reported suture detachment could not be confirmed as the returned device analysis noted the suture was not separated as reported and the link was pulled from the swage end of the posterior cuff. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that a 24f sheath was used in the procedure. The instructions for use, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. For sheath sizes greater than 8 fr, at least two devices and the pre-close technique are required. Based on the information reviewed, there is no indication of a product deficiency.